Event description:
A journal article was received titled: delayed presentation of lateral femoral circumflex artery injury post cannulated hip screw surgery--a case report, annals of the royal college of surgeons of england. Authors: davada, k., pollard t.c., graham a.j. Reportedly: an (B)(6) woman presented with subcapital fracture of the left neck of the femur underwent cannulated hip screw surgery on an unknown date. With no attempt at reduction, the fracture was fixed in site. During the surgery, one version wire was used. No intra-operative or immediate postoperative complications were noted. Reportedly the patient had collapsed and was unable to lift her left leg nine days post-operatively. Hemoglobin of 6.8 g/dl was revealed via blood work. A CT angiogram taken on an unspecified date revealed a large circumferential hematoma to the anterolateral left thigh. Active bleeding from the lateral femoral circumflex artery (lfca) branch of the profunda femoris artery (pfa) was confirmed from an angiography taken on an unspecified date. Vessel laceration by the sharp tip of a guidewire used as a version wire during the surgery was suspected to be the cause based upon the site of the bleeding point. With three vascular occlusion coils, the bleeding branch was successfully embolized. The patient was reported to have made an uncomplicated recovery. This report is for a guidewire. It is unknown if the device was a synthes product. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2009 may; 91 (4) :w3-5. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.